Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device.

Manufacturer narrative:
Tracking number (B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).